Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and saw that the battery holder and power line were dislodged from the cart due to vibration. The fse resolved the issue by reattaching the power line and battery, as well as re-seating the unit into the cart. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.